Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the patient called and was at the emergency room due to the pump malfunctioning during use. The patient reported that the pump has not been working since 8 am that morning. Per information received remodulin was the medication being used for continuous, intravenous, and at the time of this event the patient had no other backup pump. No medical or surgical intervention was reported.